Event description:
The customer reported that the 9900 system locked up with a movement error at start up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The c-arm rotational potentiometer was replaced during the service call.